Event description:
It was reported that "a portion" of the patient's catheter was explanted and replaced due to a break, tear or hole. Patient was receiving lioresal intrathecal, concentration and dose unknown. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.